Manufacturer narrative:
E1: initial reporter postal code: (B)(6). H4: the lot was manufactured september 1-5, 2023. The device was received for evaluation containing fluid in the bladder. Visual inspection on the unit via the naked eye shows no evidence of leak on or in any parts of the entire device. The bag that contained the device was dry. The outer and inner surfaces of the device were dry. The blue winged cap was observed to be securely tightened without evidence of wetness or leak. A functional leak test was performed and monitored until the next day; no evidence of leak was observed. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked 0.9% sodium chloride from an unspecified location inside the bag. The leak was observed when the nurse opened the bag, prior to patient use. The fill port and the blue winged caps were secured on the device. There was no patient involvement. No additional information is available.